Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 18816101. Expiration date - the correct expiration date is 06/30/2017. (B)(4) suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The customer stated the media a turned "blue green" color. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 07/06/2016 to 10/06/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The customer was unresponsive to multiple attempts to obtain additional information and the product was not returned for evaluation. Therefore, there is insufficient information to determine an assignable cause. The cyclesure® retains met functional specification when used per IFU. The issue will continue to be tracked and trended.

Manufacturer narrative:
Device available for evaluation?: correction from no to yes. Device evaluated by MFR?: correction from not returned to yes. Thirty bis, lot 18816101 were returned. In a shelf pack box: twenty-four(24) new, unused bis with red ci discs, caps not pressed down, and intact purple media ampoules in uncrushed plastic vials. Also in the shelf pack box 1 unused bi with light pink color ci disc and ¿sterile¿ sticker around the bi cap, cap not pressed down, and intact purple media ampoule in an uncrushed vial. One (1) bi in a tyvek pouch with orange-yellow ink bar, p/n12320, with a ci strip with red ink bar: the bi has a red ci disc, ¿sterile¿ sticker around bi cap which is not pressed down, and intact purple media ampoule in an uncrushed vial. Grouped together in a sealed pouch: four (4) used bis with yellow ci discs, caps pressed down, no media remains in the vials. Three (3) of the four vials have multiple crush marks per vial; the fourth vial does not have crush marks. Each of the bi has a ¿sterile¿ sticker around the bi cap. The suspected positive bis are not confirmed.

Manufacturer narrative:
Twenty-four(24) unused RMA samples were submitted for functional analysis. The test was invalidated by a cycle cancellation due to "vacuum not low enough for injection". The samples could not be processed and the determination for growth could not be performed. Therefore, there are no results to report. There is insufficient information to determine an assignable cause as originally stated. There were no manufacturing anomalies were observed in the returned suspect bi that would contribute to a (B)(6) bi result.